Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the centrifugal drive motor on the unit was making a grinding noise and vibrating. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.